Event description:
Device 1 of 2. Reference: 1627487-2011-04027. The pt received her scs system on (B)(6) 2010. During a revision on (B)(6) 2011, the physician found the lead had migrated out of the epidural space and was twisted around the ipg numerous times; in addition, an infection was found at the ipg pocket site. The system was explanted on (B)(6) 2011 and the pocket site was washed with antibiotic solution. The pt was given IV antibiotic. No further info is available at this time. The pt had a second scs system revised on (B)(6) 2011. Refer to 1627487-2011-04029 regarding this second sys system revision.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Discoloration was noted on the lead body. Functional testing was not performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.